Manufacturer narrative:
1. DHR/bhr review (lot#: 5048527): 1) this batch of products were assembled at intima ii auto line 2 in mar 2025, and packaged at r240 package line in mar 2025. Batch size is (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batch used in this batch of products are 4358965, 4328542 and 5023386, review the incoming inspection results, no abnormalities. 2. The customer returned 1 video and 1 defective sample: 1) the video shows that the sample's catheter (near the catheter hub) is leaking. 2) the returned sample shows that the unit packaging has been opened, the sku is 383033, the batch code is 5048527. The sample is examined under the microscope, and it is found that there is a damage at the catheter, 0.5 cm away from the catheter hub, with one side of the damage bulging out. 3. The retained sample of this batch is taken for 45psi leakage test, the leakage test is qualified, no leakage is found at the catheter. 4. Cause analysis: 1) the rupture opening is very close to the catheter hub, measured at approximately 0.5cm. Based on the damage location, the equipment gripper will not come into contact with this position during the assembly process. 2) based on the judgment of the damage shape of the root, the damage to this catheter is caused by a sharp object from the inside out, and the analysis suggests it might be due to a needle puncture. The factory conducted experiments simulating needle punctures on the catheter, and the shape of the damage on the simulated sample is similar to that of the returned sample. 3) according to the inspection of the catheter related to the usage of this batch of indwelling needles, including incoming inspections, manual cutting tests, process inspections, and outgoing inspections, no abnormalities were found. Additionally, the related tests of the retained samples of the catheters also met the inspection standards. Combined with the fact that there have been no reports of catheter breakage complaints from other hospitals regarding this batch of indwelling needles, it indicates that the quality of this batch of products is normal. 4) according to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, and do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned defective sample has been inspected and analyzed, determining that the damage to the catheter was not caused by the factory, and may have been caused by a needle puncture. The plant will continue to track and monitor the defect.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm - 383033 - 5048527 - leak. During the puncture procedure, after the steel needle was withdrawn, blood leaked from the external portion of the catheter.